Event description:
It was reported that during a balloon angioplasty procedure removal difficulties occurred. The target lesion being treated was located in the leg. A 2x100x90 sterling sl balloon catheter was advanced to the lesion for dilation. Upon removing the device resistance was encountered. The procedure was completed with this device. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that upon removal of the sterling balloon catheter, the balloon was noted to be "in poor condition."

Manufacturer narrative:
(B)(4).